Event description:
A caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge, filling it with 300 units of insulin with 270 units remaining usable. The caller was instructed by customer technical support to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the caller to successfully load the pump and resume insulin delivery.